Manufacturer narrative:
Pharmacovigilance_comment: pb on (B)(6) 2013. Deafness, hypoaesthesia assessed as serious and possibly related.

Event description:
A (B)(6) year old female consumer spontaneously reported that she experienced deafness while using sculptra (poly-l-lactic acid). The pt had 3 injections on (B)(6) 2013 to areas of chin and temple. She began having symptoms of numbness in her face around on (B)(6) 2013. The pt saw a hearing specialist on (B)(6) 2013 and said she had deafness more severely in right ear than in left. She has lodged a complaint against the (B)(4) against her physician. This spontaneous case was received on (B)(6) 2013.